Event description:
--

Manufacturer narrative:
Upon return and analysis this investigation will be updated.

Manufacturer narrative:
Additional information received noted that a procedure took place and the competitor lead was noted to be fractured. The patient also reported hearing beeping immediately after the shock was delivered. It was not possible to determine if the shock was delivered as there was no data stored. The device will be returned to determine the root cause of this case. No adverse patient effects were reported.

Event description:
Boston scientific received information that this device was exhibiting beepines tones after the device delivered a shock to the patient with no patient symptoms. A follow up was scheduled. During the follow up the device appeared to be in safety mode, and an error message appeared. This case was discussed with engineering and confirmed that the observed error was related to an oscillator issue and therapy was available for brady and tachy. A possible issue with the competitor lead was discussed as it was not possible to exclude a mechanical issue and potential contact between the leads and the device. An immediate replacement was discussed. The patient was hospitalized and a replacement procedure was scheduled. The lead implanted is a competitors lead. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory visual inspection noted an arc mark on the back right edge of the device case. An x-ray performed confirmed that the plasma fuse was destroyed. Detailed analysis confirmed that the device was in safety mode, when the device was programmed out of safety mode and interrogated with a programmer it was confirmed that the device had shocked into a shorted lead condition. The device still had right ventricular pacing available. It was confirmed that the device sustained induced high energy overstress damage as a result of shocking into a shorted lead condition.